Event description:
Device 3 of 5. Reference MFR report: 1627487-2019-03087. Reference MFR report: 1627487-2019-03088. Reference MFR report: 1627487-2019-03090. Reference MFR report: 1627487-2019-03092.

Manufacturer narrative:
Analysis indicated the returned device was damaged as part of the explant procedure. Due to the damage, the mechanical integrity of the device was unable to be determined. A single definitive root cause was not able to be identified.

Manufacturer narrative:
The reported observation of the ¿impedance issue/ineffective stimulation¿ related to the extension was confirmed. The root cause of the reported observation was not definitively ascertained as the returned extension was damaged during explant which prevented further analysis. When reviewing the history of the sessions reports over the implant period, both extension/leads exhibited a varying electrode impedance pattern which is indicative of wire fractures in association with the patient¿s body position at the time of the measurements. Therefore, while a wire fracture could not be confirmed as the root cause of the reported observation of the impedance issue/ineffective stimulation due to the extensive explant damage, based on the impedance patterns observed in the session reports, the most likely root cause is a wire fracture that occurred while implanted in the patient.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 5. Reference MFR report: 1627487-2019-03087, reference MFR report: 1627487-2019-03088, reference MFR report: 1627487-2019-03090, reference MFR report: 1627487-2019-03092. It was reported the patient experienced ineffective therapy. On (B)(6) 2019 high impedance was observed on the left lead. Physician suspected poor connection between the extension and ipg. In turn, surgical intervention was undertaken on (B)(6) 2019 where in the extension was reconnected into the ipg. During intra-op impedance check revealed high on two contacts and other contacts confirmed normal impedances. Hence, the procedure was completed. However, low impedance was observed later and the patient continues to experience ineffective therapy post operatively.

Event description:
Device 3 of 5. Reference MFR report: 1627487-2019-03087; reference MFR report: 1627487-2019-03088; reference MFR report: 1627487-2019-03090; reference MFR report: 1627487-2019-03092. Follow-up information indicated that the patient underwent surgical intervention on (B)(6) 2019 wherein the two extensions and ipg were explanted and replaced. Nothing was done regarding the leads. Postoperatively impedances were in normal range and therapy was established.